Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling was implanted on (B)(6) 2010. As reported by the patient's attorney, the patient underwent a revision procedure on (B)(6) 2017 due to vaginal mesh erosion and on (B)(6) 2019 due to urethral erosion. Boston scientific has been unable to obtain additional information regarding the event to date.